Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) closed out of the cns software then went into a boot loop. No patient harm was reported. Investigation summary: nihon kohden technical support (nk ts) requested that the customer swap the hard drive, however, the customer did not have available spare hard drives. The complaint device had been in service since 01/07/2007. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is hdd failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) closed out of the cns software then went into a boot loop. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) closes out of the application and then went into a boot loop. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following devices were being used in conjunction with the cns: bedside monitor, model: bsm-2354a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) closes out of the application and then went into a boot loop. No patient harm reported.